Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information received: do you have the linx product code lxmc14. Hospital was not able to find lot # what was the reason for removal of the linx device? Dysphagia. If dysphagia, how severe was the dysphagia/odynophagia before intervention (mild, moderate or severe)? None. Did the dysphagia improve after the device was implanted initially? Got worse after implant which then led to explant. Did the patient have an autoimmune disease? No. Is the patient currently taking steroids / immunization drugs? No. When was the linx device implanted? (B)(6) 2018. Were there any intra-operative complications during implant? No. Was there any hiatal or crural repair done at the same time as the implant? Yes. Was the device found in the correct position/geometry at the time of removal? Yes. Was a new linx placed after this one was removed? No.

Event description:
It was reported that the linx device was explanted on monday, march 11th. The patient did not experience a post-op malfunction. The patient experienced dysphagia and wanted the linx removed. The patient had 2 dilations before explant.